Manufacturer narrative:
H4: the lot was manufactured from october 29, 2022 - october 30, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water to fill the container and revealed a leak at the spike port bonding area. The reported condition was verified. The cause was not determined; however a likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This issue was identified during setup. There was no patient involvement. No additional information is available.